Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 417 mg/dl. Customer was ok to troubleshoot for high blood glucose reading. Customer was getting high blood glucose reading on (B)(6) 2017. Customer reports they have not contacted their healthcare provider regarding the high blood glucose reading. Customer had no symptom. Customer current blood glucose reading was 417 mg/dl. Customer blood glucose level at the time of the event is 269 mg/dl. Drive support was not mentioned in the note. There were no leaks or air bubbles. Customer reports site was changed every 2-3 days, the last time infusion set was changed was on (B)(6)2017. Customer states insulin was normal. Customer states infusion set was not bent. Customer was unable to remove and change set. Customer was not calling back to perform high pressure test. Insulin pump had returned and analysis was completed.